Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported error codes relating to a internal communications error; spi bus failure. No patient harm.

Manufacturer narrative:
No patient information received. The customer was unable to reproduce the problem. The manufacturers product support engineer (pse) advised the customer replace the da to mc cable and perform a complete performance verification test. The pse provided the part ID for the cable. The customer ordered the da-mc cable to resolve this issue.